Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to deliver insulin. The following information was provided by the initial reporter : the caregiver reported a quality deviation in the bd ultra-fine needles informing that the needles clogged in that the insulin does not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0127754. Device expiration date : 04/30/2025. Device manufacture date : 05/06/2020. Lot # : unknown. Device expiration date : unknown. Device manufacture date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Investigation summary : exec summary - no physical device samples were returned. The investigation was performed based on the image(s) provided. The customer returned images of a shelf carton for 5mm, 31 gauge pen needles from lot # 0127754. No images of other lots, the pen needles, or their cannulas were provided. Therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on lot # 0127754. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for needle clog was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 0127754 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.